Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (b)(6) 2026. On 05/10/2026, it was reported that the patient experienced a skin reaction with infection, cellulitis and abscess, covering an unknown skin area, which occurred 3 days after the sensor had been inserted in the arm. The patient reported that after his sensor failed, he developed an infection and was brought to the Emergency room (ER) on (b)(6). The patient stated that the sensor failed on 05/08, and he was not wearing a sensor afterward because he was on vacation. At the ER, an X-ray was performed, and he was diagnosed with cellulitis. The patient remained in the ER for approximately 4.5 hours. He reported that the ER treated him with antibiotics and drained an abscess. The patient stated that he is doing well now. At the time of the report, patient condition was stable. No other details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4)Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).